Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This correction report is being submitted to update b5 field describe event or problem, and h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing in the right atrial (ra) channel. Technical services (ts) was consulted regarding non sustained ventricular tachycardia (nsvt) episodes being stored in the device. Upon review of the available information ts determined this was related to the oversensing and the device storing episodes as false positive atrial tachy response (atr) events. Reprogramming options were provided. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing in the right atrial (ra) channel. Technical services (ts) was consulted and upon review of the available information non-sustained ventricular tachycardia (nsvt) episodes were noted to be stored. Reprogramming options were provided. This ICD remains in service. No adverse patient effects were reported.